Event description:
The device was returned for service. During service, baxter service tech reported that the pump went into a 403 failure code. According to the facility's risk management dept, no pt injury or need for medical intervention has been reported.